Manufacturer narrative:
During failure analysis, the device was found to have a flex assembly that was delaminating. The device can have run on due to damage to the flex assembly.

Manufacturer narrative:
Device return expected, but not yet received. A follow-up will be submitted once the device is received and the quality investigation is complete. Device return expected, but not yet received.

Event description:
It was reported that the universal drill continued to run after the handswitch was disengaged during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Event description:
It was reported that the universal drill continued to run after the handswitch was disengaged during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.